Manufacturer narrative:
Only the separated distal portion of the guidewire approx. 25mm was returned, which was roundly and helically bent. Sem observation of the breakage site indicated that the core wire was broken due to repeated bending force. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received. With the provided information and the outcomes of the investigations, it is inferred that, during the balloon catheter delivery and inflation over the guidewire, the force to back and forward might be unintentionally given to the guidewire while its distal and was kept in "j" bend form in the vessel, so that the bending force might be repeatedly worked and accumulated at the bent point, the guidewire was broken apart when the accumulated force exceeded the product's design limit.

Event description:
The date the distributor becomes aware is quoted as the date of the event as it is not available. Reportedly, pci to proximal lad/diagonal branch, a guidewire was advanced to diagonal branch and exchanged to the subject guidewire through an otw balloon catheter with no trouble. The guidewire was laid stable in the diagonal branch in a j loop fashion. The stenosis in the prox lad/prox diagonal branch was dilated with the balloon catheter. After dilatation performed over the guidewire, it was noticed that the distal tip of the guidewire was detached. The fragment was retrieved out by using additional guidewire to trap. Patient was finally discharged, though vessel perforation was noticed and treated during the retrieval process. The perforation will be separately reported under 3003775027-2014-00046.